Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log found one event of "improper shutdown" as evidence of the reported "power cycle". An improper shutdown! Message displays when the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition of "causes power to cycle on pump" was inadvertently missed during evaluation and the device is no longer in its as received condition. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had loose battery module and causes power to cycle on pump. The event happened during testing at the biomed on (B)(6) 2020. There was no known patient injury or medical intervention associated with this event. No additional information is available.